Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff reported seeing energy leaking from the permanent cautery spatula instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaining of energy is leaking was confirmed. Instrument was found with char mark at the base of yaw pulley within the distal clevis. Melted material was found on the pulley. No sign of arc track outside of the clevis ear.